Event description:
It was reported that the bladder of a two day infusor ruptured during filling. The device was being manually filled, using a syringe, with an unknown solution. The rupture was described as in the non-footed position. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 03/22/2013 to 03/25/2013. The device was returned for evaluation. Visual inspection identified a ruptured bladder. Microscopic analysis identified markings on the exterior and interior of the bladder, near the rupture line. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.